Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon device interrogation, the right atrial lead exhibited loss of capture and varying p wave amplitudes. A chest x-ray revealed the lead was dislodged. The lead was explanted and replaced.

Manufacturer narrative:
(B)(4).